Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to user error/mishandling of the device.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pumps suction stops with outflow tubing when inflow/outflow is connected/ the toggle for outflow does not work. This occurred during a case, there was no patient affected. On 10/07/2024 additional information was provided by a sales representative via email who stated that the procedure being done was a shoulder. Arthrex inflow and outflow tubing was used. The pump was using shoulder default settings. The complaint pump was swapped out and not used to complete the procedure. It was replaced with a smith and nephew pump. An arthrex rep was present during the procedure. No additional delays to the procedure and no harm the patient. The surgeon was able to complete the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.